Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces. She called her gynecologist but did not need to be seen since she removed all remaining tampon pieces.